Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up in clinic, inappropriate therapy was observed due to noise on the lead. Upon review, auto mode switch episodes were also noted. Review of the episode revealed competitive atrial pacing due to true atrial events falling into post-ventricular atrial refractory period. The lead was capped and replaced on (B)(6) 2016. Patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
(B)(4).